Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6).

Event description:
The initial reporter received questionable creatinine plus ver.2 results from two patient samples tested on the cobas 8000 c702 module. Discrepant results were provided for 1 patient sample: the initial result was 5.44 mg/dl. The first repeat result was 3.97 mg/dl. The second repeat result was 3.84 mg/dl.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation noted that the customer's centrifugation settings were incorrect. The field service representative inspected the module and found damaged aspiration tubing in the rinse station. He replaced the tubing, inspected the stations, reagent probes, and the gear pump. He verified the module's performance with routine checks. The investigation determined that a component malfunction (damaged tubing) caused the event. The investigation determined that the service actions resolved the issue.